Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 9.3 mmol/l. The customer stated that the pump has not been dropped or bumped. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.